Manufacturer narrative:
Company comment: the serious events of swelling and nodule at implant site, type IV hypersensitivity reaction and the non-serious event of pain at implant site were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage. The potential root cause include delayed immune response to product. Potential contributory factors include past and concomitant skin treatments and procedures. The non-serious event of abortion spontaneous was considered unexpected and unrelated to the treatment and an alternative root cause should be considered. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: sculptra-no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a physician which refers to a (B)(6) female patient. Additional information was received on 03-sep-2021 from the same reporter. The patient had facial wrinkles. She was originally a skinny face type. The patient's medical history included scar. No information about history of allergies have been provided. On (B)(6) 2019, after receiving the philtrum depilation, the patient had scar and underwent regenerative laser. On (B)(6) 2020, the patient received enerjet and ulthera 500 shots for facial lifting. She also received 2ml of unspecified treatment for facial contouring. On (B)(6) 2020, the patient received the first procedure with unknown amount of sculptra to her left face. She also received excel v laser and co2 laser. On (B)(6) 2020, the patient face was managed by rejuran healer (cosmetics). The patient was also injected demotox (botox) 4ml to her face and skin care. On (B)(6) 2020, the patient had received unknown treatment to her face and skin care. On (B)(6) 2020, the patient received the second procedure with sculptra to face (unknown amount, lot number, injection technique and needle type) for facial wrinkles. She also had received skin care treatment. On (B)(6) 2020, the patient face was managed by rejuran healer (cosmetics). She also received unknown treatment on her face. On (B)(6) 2020, the patient received excel v laser and co2 laser. She also had philtrum depilation. Unknown time later, in early (B)(6) 2021, the patient had miscarriage (abortion spontaneous). On (B)(6) 2020, after consultation for her face, the patient was prescribed unknown drugs. On (B)(6) 2020, the patient received third procedure with sculptra to face, cheeks and nasolabial folds (unknown amount, lot number, injection technique and needle type) for facial wrinkles. She also received philtrum depilation and regenerative laser. On (B)(6) 2020, the patient face was managed by rejuran healer (cosmetics). On (B)(6) 2020, the patient was injected unknown amount of demotox [botulinum toxin type a] to her face. She also received regenerative laser. On (B)(6) 2020, the patient received unknown treatment. On (B)(6) 2021, the patient reported that she experienced small nodules/palpable mass (implant site nodule) on her left face from 2-3 months ago, and the symptom got worse. She was treated with unspecified oral medication(s) for 7 days in another clinic. She went to a tertiary hospital, where she got unknown injection to nodules. The patient felt that the nodules were more hard after receiving the injection. Her face began to swelling (implant site swelling) since (B)(6) 2021. The patient received high-frequency lasers, u-cell lasers, oral medications-cephatic antibiotics, oral steroid, unknown drug for 7 days and singulair [montelukast sodium] 1 tablet for 30 days. On an unknown date in 2021, the patient also experienced pain (implant site pain). The physician thought that it was a delayed immune response (type IV hypersensitivity reaction). The patient was not vaccinated against covid-19 because of the adverse events. On (B)(6) 2021, the patient received high-frequency laser, oral drugs (antibiotics, steroids and rizaben capsules [tranilast]) 100mg for 14 days. On (B)(6) 2021, the patient received high-frequency laser and skin moisturizing care. On (B)(6) 2021, the patient received high-frequency laser, skin moisturizing care and oral drugs (antibiotics, steroids, rizaben capsules for 14 days). On (B)(6) 2021, the patient received high-frequency laser and u-cell laser. On (B)(6) 2021, the patient received high-frequency laser, u-cell laser and oral medication (singulair 30 days, antibiotics and rizaben capsules 14 days). On (B)(6) 2021, the patient received high-frequency laser, u-cell laser and oral drug (rizaben capsule 14 days). The patient was referred to another tertiary hospital. On (B)(6) 2021, the patient received treatments with triamcinolone [triamcinolone] injection, hyaluronidase [hyaluronidase] injection to her face and lukio [montelukast sodium] 10.4mg 1 tablet per oral, once a day till (B)(6) 2021 from plastic surgeon. On (B)(6) 2021, the patient was diagnosed with palpable mass whole face by a plastic surgeon. The patient had received further treatments with triamcinolone injection and hyaluronidase [hyaluronidase] injection to face on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 and triamcinolone injection to face on (B)(6) 2021 and (B)(6) 2021. Outcome at the time of the report: miscarriage was recovering/resolving. Swelling was recovering/resolving. Pain was recovering/resolving. Nodules/palpable mass was recovering/resolving. Delayed immune response was recovering/resolving. Tracking list: v.0 initial v.1 fu received on (B)(6) 2021 from reporter in the form of medical records. Event (miscarriage) added. Patient medical history, past skin and filler treatments, concomitant treatments, suspect device implant dates, location and corrective treatment details were updated. V.2 fu received on 07-feb-2022 from same reporter. Case upgraded to serious. Verbatim of event nodule at implant site, outcome of events and corrective treatments details were updated.